Event description:
Per the report received from taiwan a 82-y-o patient with a valve model 7300tfx27 implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of five (5) years and six (6) months due to calcified leaflets with severe stenosis and moderate regurgitation (velocity max 2.8m/s, mean peak gradient 15mmhgg, doppler velocity index (dvi) 6.49, pressure half time (pht) 156ms, effective orifice area (eoa) by pht 1.41cm2, effective orifice area (eoa) by velocity time integral (vti) 0.48cm2; left ventricular ejection fraction (lvef) (%) 67.5%) . As reported there was a left atrial appendage (laa) thrombus but it did not affect the surgical valve. A transcatheter valve of unknown size was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Added information to section h6 (type of investigation). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Computed tomography (CT) images were received and reviewed. Per the image evaluation, "raw CT data showing surgical mitral prosthesis in situ, with calcification noted." Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from taiwan a 82-year-old patient with a valve model 7300tfx27 implanted in mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of five (5) years and six (6) months due to calcified leaflets with severe stenosis and moderate regurgitation (velocity max 2.8m/s, mean peak gradient 15mmhg, doppler velocity index 6.49, lvef (%) 67.5%). As reported there was a left atrial appendage (laa) thrombus but it did not affect the surgical valve. A transcatheter valve of unknown size was implanted in replacement. As reported, patient was noted as to be in stable condition. As per CT image review, there is the appearance of some calcification in the attached image.